Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that on (B)(6) 2014, at 06:00 am, she obtained results of ¿15 to 20 mmol/l¿ when testing with the subject meter. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and claimed that on (B)(6) 2014, at around 07:00 am, she administered 6 units of novorapid insulin in response to an allegedly high result of ¿18.9 mmol/l¿ obtained on the subject meter. The patient alleged that on the morning of (B)(6) 2014, after the alleged inaccuracy, she had a seizure but did not detail if any treatment was received. During troubleshooting the cca noted that the meter was set to the correct units of measure but that the patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.